Manufacturer narrative:
Event description: as reported, during retrograde intrarenal surgery, three ngage nitinol stone extractors, from two different lot numbers would not open. The issue was discovered when the devices were tested prior to patient contact. The procedure was completed with an unspecified ncircle stone extractor. Reference this report for lot number 15159045. Reference patient identifier 390180 for lot number 15136618. It is unknown which lot number experienced the issue with one device and which lot number experience the issue with two devices. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Investigation evaluation: reviews of the complaint history, device history record (DHR), instructions for use (IFU), manufacturing instructions, and quality control procedures were conducted during the investigation. The device was not returned to cook for investigation. A document-based investigation evaluation was performed. No related non-conformances were recorded. Two complaints were received for this product lot. Although multiple complaints for multiple devices have been reported, the product specification this device was reviewed, and all extractors are verified to assure the basket opens and closes properly during manufacturing and at subsequent quality inspections. All devices from the lot that were shipped passed the multiple functional checks. With no cause for the issue identified, it was concluded there was not sufficient evidence that nonconforming product exists in house or in field. The device history record review provides objective evidence that the device was manufactured to specification. A review of relevant manufacturing documents was conducted. It was concluded that the device aspect in question was functionally inspected by quality control and no notable gaps in production or processing controls were noted. There is no indication that a design or process related failure mode contributed to the reported event. Sufficient inspection activities are in place to identify this failure mode prior to distribution. Cook also reviewed product labeling. The product IFU did not provide any information related to the reported issue. Based on the available information, no product returned, and the results of the investigation, the issue was identified as likely being with the basket assembly, which is a supplied component. A supplier corrective action request was created to address the issue. The cause for the issue had not yet been determined. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. Per the risk assessment no further action is required. Appropriate measures have been initiated to address this failure mode. A supplier corrective action request further investigate this failure mode with this device. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Additional information received 12apr2023 stating the devices are not available for return because they were thrown away.

Event description:
As reported, during retrograde intrarenal surgery, three ngage nitinol stone extractors, from two different lot numbers would not open. The issue was discovered when the devices were tested prior to patient contact. The procedure was completed with an unspecified ncircle stone extractor. Reference this report for lot number 15159045. Reference patient identifier (B)(6) for lot number 15136618. It is unknown which lot number experienced the issue with one device and which lot number experience the issue with two devices. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. Initial reporter name and address = street address: (B)(6). Initial reporter occupation: o.r. Department. PMA/510k # ¿ exempt. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.